Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This lv lead was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This lv lead was explanted. Additional information from the field representative indicated that the patient had a dehiscence and fluid discharge. No additional adverse patient effects were reported. This lv lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the a6: race; b5: describe event or problem; and h6: patient codes.